Event description:
It was reported that following an unrelated procedure,  the right atrial (ra) lead exhibited intermittent undersensing possibly contributing to inappropriate event termination. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.